Event description:
It was reported that the home patient (hp) experienced peritonitis. The patient was hospitalized for this event. The patient treatment was unknown. At the time of this report, the patient was still in the hospital. The patient outcome was not reported. No additional information is available. This is report 1 of 4 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h13f24010 and h13e10102. No issues were noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).